Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease with radiculopathy and underwent following procedure: l5-s1 laminectomy to decompress nerve root. L5-s1 interbody fusion with rhbmp-2/acs. L5-s1 interbody spacer local bone graft l5-s1 segmental pedicular fixation with pedicle screws emg nerve conduction studies during screw insertion, 4 levels two nerves tested. As per op-notes, ¿the facet joint at l5-s1 was identified an removed. Once the facet joint was removed, the epidural space was entered and a triangular working zone was identified. The disc space was entered using a series of sequential dilators going from 6mm up to 12 mm. The space was dilated nicely open and the intervertebral disc space removed completely. The wound was then irrigated. The bone chips that were harvested from the facet joint were taken and placed into the anterior portion of the interspace. An 11 mm spacer with a pledget of rhbmp-2 was then placed into the space and pounded into the anterior half of the intervertebral disc space.¿ patient tolerated the procedure with no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.